Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4)

Event description:
The customer contact reported that during testing at the user facility, sparks were noted when the device was plugged into ac power. The device was unplugged. There were no reported adverse effects to the technician. No medical interventions were required. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.